Manufacturer narrative:
H6: patient code updated to reflect code 2645. Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked by the water tank cover. This was causing a leak. Both covers were cracked, the line cord was worn, the pole clamp was damaged, and all the blocks were chipped. This was also causing a leak. The pump was very noisy. The customer reported product problem (leaking from the left side of the reservoir) was confirmed during the investigation. The product problem occurred because of the cracked enclosure by the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned crack was caused by the customer. A user issue was therefore established as the root cause. The aforementioned damaged/worn components were replaced. The device then passed all the functional tests.

Event description:
Additional information was received indicating that the product problem was observed during routine maintenance. The warmer did not produce any alarms, and the leak was said to be extremely small. There was no patient involvement regarding this incident.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking from the left side of reservoir. No patient adverse events reported.